Event description:
It was reported that the insulin pump alarmed motor error. No further information provided.

Manufacturer narrative:
Motor error alarm during rewind due to corroded motor home switch. Minor scratched lcd window, cracked case near display window corners, cracked reservoir tube lip. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.